Event description:
Bleeding [hemorrhage], difficulty eating due to her teeth and her chin being sore [adverse event], sore teeth [toothache], chin sore [facial pain], teeth sensitive, chin sensitive [hyperesthesia], scratching [scratch], skin breaking out [skin eruption], sensitivity (nos) [ill-defined disorder], teeth rough [tooth disorder], product complaint. Case description: this case was reported by a consumer and described the occurrence of hemorrhage in a (B)(6) female patient who received oral moisturisers (biotene dry mouth oral rinse (2013 formulation)) unknown (batch number 4l17c1a. Expiry date 31st october 2017) for an unknown indication. This case was associated with a product complaint. On an unknown date, the patient started biotene dry mouth oral rinse (2013 formulation). On an unknown date, an unknown time after starting biotene dry mouth oral rinse (2013 formulation), the patient experienced hemorrhage (serious criteria gsk medically significant), adverse event, toothache, facial pain, sensitivity of teeth, hyperesthesia, scratch, skin eruption, ill-defined disorder, tooth disorder and product complaint. The patient was treated with prednisone (prednisone pill) and prednisone (prednisone injection). Biotene dry mouth oral rinse (2013 formulation) was discontinued (dechallenge was positive). Rechallenge with biotene dry mouth oral rinse (2013 formulation) was unknown. On an unknown date, the outcome of the hemorrhage and scratch were recovered/resolved and the outcome of the adverse event, toothache, facial pain, sensitivity of teeth, skin eruption and ill-defined disorder were not recovered/not resolved and the outcome of the hyperesthesia, tooth disorder and product complaint were unknown. It was unknown if the reporter considered the hemorrhage, adverse event, toothache, facial pain, sensitivity of teeth, hyperesthesia, scratch, skin eruption and ill-defined disorder to be related to biotene dry mouth oral rinse (2013 formulation). The reporter considered the tooth disorder to be related to biotene dry mouth oral rinse (2013 formulation). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: ae information received on 26 march 2015: consumer reported difficulty eating due to the right side of her teeth and her chin being sore and sensitive. Consumer reported sensitivity further described as sensitivity of the chin. Consumer was bleeding as a result of scratching. Consumer reported product complaint of biotene oral rinse eating up her denture plate and making the teeth rough.

Manufacturer narrative:
A complaint sample was not received with the complaint request for review. The complete batch records for lot # 4l17c1a were reviewed and no issues were found. The batch card was reviewed and found that all raw materials were added in the correct quantities. The cleaning and sanitization records show that all the equipment was properly cleaned and sanitized before the batch was produced. The records indicate no filling issues that would affect the flavor of the product. The flavor raw material was properly tested and released before use. There were no indications of a formulation problem for this batch. With no returned sample the investigation cannot continue. If the sample is returned, the investigation will be reopened. The investigation supports the fact that this issue due to customer perception of the product. This is the only complaint received from lot # # 4l1 7c1a for denture damage and only the second complaint received by mla for any claim of damage to dentures. There is no evidence that this product damages dentures. The packaging production met the product specification. No corrective actions are indicated at this time. Qa results were received on 07 april 2015. A sample was not returned for this complaint, so a full investigation could not be completed. The qa investigation revealed that there is no evidence that the product damages dentures.

Manufacturer narrative:
Error correction completed for case received on (B)(6) 2015. Case downgraded to non serious. Hemorrhage changed to skin bleeding. Difficulty eating due to her teeth and her chin being sore recoded from adverse event to difficulty eating (facial pain and toothache previously coded). Sensitivity coded as ill-defined disorder removed (chin sensitive was previously coded as hyperesthesia). Skin eruption was previously coded due to a verbatim reported of "made my skin break out". Comment: downgrade report.

Event description:
Skin hemorrhage [skin bleeding].